Event description:
Info received that the brake/steer pedal was not holding. No injury reported.

Manufacturer narrative:
Unit was located in repair shop. Issue found: brake/steer pedal was not holding. Replaced defective foot section hex rod and broken sims screws to resolve this issue.